Event description:
The surgeon implanted an aa4204vl silicone lens. The lens was removed due to a capsular tear. The capsular tear was observed during the iol insertion. There was another surgical procedure that was performed at the time of surgery. (The facility did not state what type of procedure was performed) the facility stated that it was not product related. Surgery was completed using a sulcus lens.